Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 12dec2018. The customer found a battery failed error code in the diagnostic logs. The customer was given a quote for a new battery. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined

Event description:
It was reported that the ventilator battery was not working. Patient involvement: no patient involvement. The event date was not specified; estimate used.